Event description:
The vasoview system was laid out on the back table prior to start of case. Staff present noticed a burn smell and discovered that the tip of the harvesting tool was on fire and burning through the drape. The vasoview system was connected to the hemopro power supply; however, the activation toggle was not engaged. Device was removed from the field and not used on the pt.